Manufacturer narrative:
Complaint not confirmed. Upon visual evaluation, it was found that the needle and suture threader are missing. It was also noted that the loop is cut. The device was deployed correctly. Upon functional evaluation, it was noted that both loops tightened properly. No problem found.

Event description:
On 03/02/2022, it was reported by a distributor via phone that an ar-1588btb-ib tightrope, and an ar-1588tn-21 tightropes malfunctioned. This occurred on 03/01/2022 during an acl reconstruction when assembling the ar-1588btb-ib tightrope it would not function, the first suture would not pass through the locking mechanism. The ar-1588tn-21 tightrope did go through the locking mechanism, however the loop would not shorten. The case was completed using another ar-1588btb-ib tightrope, and another ar-1588tn-21 tightrope. There was no patient effect reported.

Manufacturer narrative:
Additional information: h6. Complaint not confirmed. Upon visual evaluation, it was found that the needle and suture threader are missing. It was also noted that the loop is cut. The device was deployed correctly. Upon functional evaluation, it was noted that both loops tightened properly. No problem found.